Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 03/18/2008 and tvt was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to sui and (B)(6) 2009 concurrently with lysis of adhesions due to sui. Dates are not specified for mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection. It was reported that patient underwent mesh revision on (B)(6) 2011. (B)(4).